Event description:
In 2008, a total hip arthroplasty was performed on this patient for degenerative joint disease of her left hip. The hip was replaced with a depuy cementless total hip arthroplasty with a metal-on-metal asr large head bearing implant. X-rays showed the hip to be in an acceptable location. Six months later the patient complained to her physician of a crunching sensation/noise after training for a walking marathon. Her hip x-rays continued to look very good. In late 2008, she continued to complain of the snapping/clicking noise. The physician attempted manipulation of the bursal tissue around the #5 tycron sutures. This did not stop the clicking and again, x-rays found the hip to be in an acceptable position. The following month, the md documented that he believed there to be early metal on metal wear. The patient was tested for metal allergies and not found to have any. The decision to replace the hip was made as the audible click was very disturbing to the patient. The physician recommended the patient replace this hip prosthesis with a metal on plastic model. The patient received a second opinion three weeks later, after which the decision to proceed with a hip replacement was made. Eight days later, the depuy cementless total hip arthroplasty with a metal on metal asr large head bearing was removed and replaced with a size 50mm pinnacle shell, a polyethylene liner to accommodate a 32 mm +5 neck length cobalt chrome head implant. Two screws were placed in the acetabular cup one 35 mm and one 25 mm. Post operatively, the patient has not experienced any clicking or grinding, as before.